Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error message after force sensor test. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the pump had error message after force sensor test. Alarm history reviewed and found no abnormal alarms. Service history review identified the complaint was not related to a previous service of the device within the review period. Complaint was verified when reviewing the alarm history. Visual/functional testing was performed. The cause of the complaint was found to be a force sensor that was out of calibration. The calibration was verified in the diagnostics section of the pump.